Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer stated that he had fire out of the side of the unit, by the timer. Hole melted on the side, smelled like burning plastic.